Event description:
As reported by the user facility: date of occurrence unk, but occurred 2 times with each pump with different chemo medications. Pumps are not in use presently. Event: underinfusion; for example if 250ml is set to infuse in 2 hrs, it will be observed that a 1 hour only 20mls has been infused. This is with a straight line set, no secondary set in use. No alarming of the pump. Pumps were checked out by their external biomed liaison, and was unable to reproduce, but pumps not being used. No patient injury. (Note: event #2 MDR 2523676-2015-00157).

Manufacturer narrative:
(B)(4). The volumetric accuraracy was tested three times at 125ml/hr and 1hour (125ml) and the pump tested in specification as follows: 1st test: 125ml or 100% of expected volume, 2nd test: 126ml or 101% of expected volume, 3rd test: 126ml or 101% of expected volume. Without the actual date of the event , infusion parameters, and/or drug to be infused, further evaluation was not possible. Based upon the results of the investigation, the pump operated as intended and no specific conclusion can be drawn as to the cause ot the reported event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).